Event description:
Distal port of cvl not flushing, then started leaking at the site. When attempting to take down, dressing site began bleeding. Md assessed, line noted to have a out close to the hub and was pulled at that time.